Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the catalog and lot number were unknown. No root cause could be determined as the complaint could not be confirmed. Brand name, catalog number and UDI number, operation of device, initial reporter also sent report to FDA, MFR site and PMA/510(k) are unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pediatric tracheostomy tube did not inflate properly. No patient injury was reported.